Event description:
A large shipment of viral transport media designated for covid-19 specimen collections was found to be contaminated with bacteria. A quality problem was discovered with a large shipment (56,000) of viral transport media (vtm) that was recently provided (06/30/2020) to the (B)(6) laboratory by fema for covid -19 specimen collections. When performing routine quality assurance testing of this product the (B)(6) lab determined that multiple tubes of the product from various randomly selected boxes in the shipment were contaminated with pseudomonas fluorescens, stenotrophomonas maltophilia and brevundimonas diminuta. We have reported our findings to hhs, fema and to the public health laboratory community via the apil lab directors list serve. Three other public health laboratories (B)(6) in the mid-atlantic region have also report bacterial contamination in the next vtm product that was provided to them by fema. Using contaminated vtm could compromise the integrity of clinical specimens affect the results of sars-cov-2 rna testing.